Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one-month post replacement procedure "were" an antibacterial absorbable envelope was used, the patient cardiac resynchronization therapy defibrillator (crt-d) pocket was observed to be potentially infected. It was noted that the wound was constantly oozing during redressing of the wound. A wound swab was done that proved to be negative. Antibiotics "was" administered, and the crt-d system remains in use. No further patient complications have been reported as a result of this event.